Event description:
It was reported that the catheter was in place for approximately 3 to 4 months during routine maintenance, the lumen was flushed and the dressing got wet. The catheter was found to be broken. The event occurred during use. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Section e: full facility name is instituto português de oncologia de lisboa francisco gentil, e.p.e. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is inconclusive due to the state of the returned sample. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed the powerpicc inside a container, with a lot of rejs1322. No damage could be seen on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the catheter was in place for approximately 3 to 4 months during routine maintenance, the lumen was flushed and the dressing got wet. The catheter was found to be broken. The event occurred during use. No other information provided, at this time.